Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope had air/water flow issues from the air/water flow system. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The results of inspection/evaluation found the following: - a solid and dark material, which seem to look like debris from the patient body that could not be removed was clogging the nozzle. - generation of bubbles from the rl [right/left] knobs. - connecting tube is pierced and leaky. - a-rubber glue is worn out and separated. - lg [light guide]-rod lenses are cracked. - c-cover[plastic distal end cover] cap is damaged. - grip unit is scratched (slightly). - scope connector electrical contacts are damaged and corroded (slightly). - angulations are out of specification. - a grinding occurred when rotating ud [up/down] and rl angle knobs to the maximum angle: both became deformed. - neither air nor water at the output of this endoscope was observed due to a clogged nozzle. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a solid and dark material, which may have been debris from the patient - however, this could not be further confirmed or identified any further than "accumulated dirt". No obvious deviation from the instructions for use was observed. Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.